Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer managed to load the cartridge and resumed insulin administration, with technical support advising them to call back if the issue persisted.